Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6: h4: the device was manufactured from may 27, 2020 - may 28, 2020. The actual device was received for evaluation. The sample was returned to the plant containing 88 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which showed no evidence of fluid flow coming out at the distal end of the flow restrictor. Force prime was performed to revive flow, but flow was not observed. Subsequent examination on the flow restrictor revealed the root cause of the flow problem was due to white crystallized drug blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor housing. The reported condition was verified. The cause of the crystalized drug could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not infuse during patient infusion. The device had been filled with 70 ml of fluorouracil and 22 ml of glucose 5%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.